Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for the lot# 9086539 for the same defect or symptom. There was no documentation of issues for the complaint of batch 9086539 during the production run. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined.

Event description:
Material no: 306547, batch no: 9086539. It was reported that during use of the bd posiflush¿ normal saline syringe the plunger separates from syringe. The following information was provided by the initial reporter: she has had one syringe out of the box that did pop off pre-maturely. She has used the whole box except for 2 syringes. She seems to think this was much better as with the other lot syringes, it was happening very frequently.